Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report and determined the drive wire was disconnected from handle. The device was returned with the basket fully retracted and a clear liquid inside of the tubing. The handle was manipulated and no movement was noted with the basket. The handle was disassembled and it was noted that the drive wire was disconnected from the handle with nesting inside the purple hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the drive wire cable out of the sheath. The basket was fully formed and intact, and evidence of solder was present on the handle cannula at the joint. An unknown yellow substance was observed at the distal tip of the basket. No other anomalies were detected with the devices. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the report of unable to open the basket was due to a separation of the device in the handle. The cause of the separation is unknown. The instructions for use indicates: "advance device through channel, in short increments, until basket sheath exits endoscope." The instructions for use also states: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." Basket deployment difficulties and buckling/breaking of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a memory ii double lumen extraction basket. The device was inserted from a endoscope channel and was delivered to the common bile duct. However, the user was unable to move the handle and the basket did not open, so the device was removed from the body. Another device was used instead and the procedure was completed. The device was evaluated on (B)(6) 2020 and it was determined the drive wire had disconnected from the handle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.